Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 596 mg/dl at the time of the incident. Customer's current blood glucose value was 312 mg/dl. The customer had no symptoms and was treated with insulin pump. The drive support cap appeared normal. Assisted with performing the high pressure test. Test was passed. The product was not returned for analysis.